Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks and atp therapies. Chest x-ray revealed rv lead dislodgement. During the revision, it was noted that the suture sleeves were not adequately tightened onto any of the leads and were also not adequately sutured into the muscle. The lead and the device were explanted and replaced without any consequences.